Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator has been turning red. They were not using the e-100 when that occurred. The e-100 led was red and after power cycling it with the switch in the rear of the e-100 the issue persisted. Error 25913 was observed in the logs, likely from caller hard power cycling prior to calling. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the procedure was completed using the integrated electrosurgical unit erbe (erbe) generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed into the test system and it worked with no issues each time. The fa tech used the vessel seal extend instrument with saline-dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.